Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons had strings that were already broken off and the broken string was loose in the wrappers. She did not use these tampons and discarded them.